Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned instrument identified signs of repeated use (nicked, gouged, impact marks) and the strike plate has fractured. Device was submitted for further analysis. Analysis determined that there was significant post-fracture damage/smearing. It cannot be determined with certainty which weld region fracture first. Fracture surface artifacts suggest a rotational overload fracture culminating in tensile (ductile) overload. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during tibial preparation, the strike plate defective system sticks. The device was returned fractured. Reported event did not occur in an operating room or as part of a medical procedure. The defect was noticed prior to surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.